Event description:
Provider spoke to (B)(6) in technical services ext 7973 to advise that the chair intermittently drives. Al advised provider no parts available for the panther mx4 scooter due to its age. Provider hung up before any additional information could be obtained. Serial number provided is invalid.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.